Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the loss of image was caused by a faulty cable. A probable root cause was attributed to device damage which allowed fluid ingress causing deterioration of components. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: the customer¿s complaint (no image) was confirmed. Due to damage on the cable unit, the endoscopic image cannot be displayed. This complaint is most likely the result of mishandling. During inspection and testing the following was also found: water tightness was lost due to damage on the cable unit and damage on the button. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that there was no image on the device. The problem was detected during preparation for use, and the device was not used to complete the procedure. There were no injuries to patient or user.